Event description:
Customer reporter receiving an error 4 when a test strip was inserted and a battery icon appeared on the display of their freestyle flash blood glucose monitor. It was also discovered that the unit of measure was set to mg/dl instead of mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.